Event description:
Information received via email indicates the following: "we currently have three (3) of the new flexiseals in place in the cvicu. One of the patients with a flexiseal has developed a large lower gi bleed ad is currently being scoped and worked up."

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that the product was removed and convatec will be kept informed in regards to patient's condition. It is also reported that no sign of improvement in odor is evident. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected.